Manufacturer narrative:
The unique identifier (UDI)# for vitamin d total ii is: (B)(4). Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
The e602 module serial number was (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned high results for multiple patients tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas 8000 e 602 module. The customer provided specific data for 4 patient samples. Based on the data provided, the results for 3 patient samples were discrepant when compared to a cobas e 801 module. Patient 1 initial vitamin d total ii result from the e602 module was 85 (unit of measure not provided). The repeat result from the e801 module was 41.5. Patient 2 initial vitamin d total ii result from the e602 module was > 250. The repeat result from the e801 module was 54.2. Patient 3 initial vitamin d total ii result from the e602 module was 117. The repeat result from the e801 module was 40.8. All of the initial results were reported outside of the laboratory. The results were corrected after repeat testing was completed on the e 801 module. Afterwards, the customer ran a repeatability test and the variation was 34.17%. There was no allegation that an adverse event occurred. The vitamin d total ii reagent lot number was 298228. The expiration date was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.